Event description:
During hemodialysis with a new dilayzer, the blood detector alarm went off 3 min into treatment. Some blood was returned, and the estimated blood loss was 200 cc.. The pt's hematocrit was 26; the pt received 1 unit of packed rbc's after the incident and another unit the following day. The incident occurred in an acute hosp setting.